Event description:
A customer reported experiencing an error with their continuous glucose monitor (cgm), known as cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance for resetting the pump, and after the reset, the error did not reoccur, allowing the customer to successfully start their sensor session.